Event description:
On (B)(6) 2014 the lay user/patient contacted lifescan (lfs) to report that her onetouch verio iq read inaccurately erratic. The complaint was classified based on the customer service representative (csr) documentation. The patient reportedly obtained blood glucose readings of ¿29 and 88mg/dl¿ with the subject meter (unspecified date/time). The patient confirmed that the back to back meter readings were taken less than 20 minutes apart from each other. The calculated difference of these glucose results exceeds lfs' precision criteria. The patient manages their diabetes with diet and/or exercise and claimed to take glucose tabs/gel in response to the alleged inaccurate results. The patient also denied that she developed symptoms as a result of the issue. At the time of trouble shooting, the cca confirmed the subject meter was set to the correct unit of measure setting; the results were from the same approved sample site and testing method and storage were correct. Replacement products were sent to the patient. Based on the information provided, there is no indication the subject meter caused and/or contributed to a serious injury. The patient did not develop signs/symptoms suggestive of severe hypoglycemia or hyperglycemia after obtaining the alleged inaccurate results. However, this complaint is being reported because the subject meter did not meet lfs' precision criteria and the alleged product issue was not resolved during troubleshooting.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.